Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(4) 2011 and obtained the following information: the patient's mother indicated her daughter does not test as often as she should be; the patient should be testing ten times a day. The patient is on an insulin pump and reportedly manages her diabetes with novolog insulin based on her meter reading and carbohydrate counting. The patient's mother corrected and clarified she discovered the meter was reading inaccurately on (B)(6) 2011 (in the morning) after bringing her daughter to the emergency room (ER) due to symptoms of nausea and dehydration. Before leaving for the ER, the patient reportedly obtained a blood glucose reading in the "200's" with the subject meter, the patient nor her mother did not attempt to administer treatment. During the patient's time in the ER, the patient reportedly obtained a blood glucose reading of "788mg/dl" with the ER's meter, her insulin pump was disconnected, she was administered IV fluids, and later admitted to the hospital's intensive care unit (ICU) where she then received additional (unknown) treatment. On (B)(6) 2011 at 12:30am, the patient was reconnected with her insulin pump, the patient soon after obtained blood glucose readings of "198 mg/dl" with the subject meter and "315mg/dl" with the hospital's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient self administered her insulin based on the hospital's meter reading. The patient was discharged from the hospital the day after contacting lfs ((B)(6) 2011).at the time of troubleshooting, the csr discovered that the subject meter was not programmed to the correct test strip code number (25). The patient's mother informed the mss that the patient received the code 25 test strips several days prior to discovering the alleged issue, however, the date when the patient began using her new test strips is not known. Replacement products were sent to the patient. Although the patient was already symptomatic prior to discovering the alleged issue, this complaint is being reported because the patient reportedly obtained a blood glucose reading of "788mg/dl" with the ER's meter and was allegedly hospitalized after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k073231.